Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 3.1 continued to fail. The drawer failed to open and subsequently failed to stay closed. The drawer had failed multiple times over the past couple of days. At times, the customer was able to clear the issue independently, while at other times the pyxis station was powered off and restarted. When the drawer failed, nursing staff could not remove any medications from that drawer. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6) institute. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 3.1 controller board was faulty. A field service engineer replaced controller board to resolve the issue. The drawers were tested using the hardware test application, and no issues were observed. The system functioned as intended after the field service engineer repaired the device.